Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported hemolysis, suspected thrombus, and reported kinked outflow graft could not be conclusively determined as the device remained in use; however, the heartmate ii instructions for use list hemolysis and thrombus as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system.a review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had elevated. He had blood in his urine and a history of bladder cancer. They put him on plavix, aspirin, and coumadin. It was later discovered that he had a thrombus in his right arm and he underwent a embolectomy. The hospital did not do a pump exchange, because of history of bladder cancer/chemo and destination therapy status. The vad coordinator commented that he had a sub therapeutic inr immediately after implant and a slow titration to desired dose. They believe the thrombus from the arm originated from the pump.

Manufacturer narrative:
Additional information: no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient has a kinked outflow graft. The patient is currently stable. The hospital is monitoring the patient's ldh and is inquiring about procedures to stent the outflow graft.